Event description:
A customer reported skin irritation on day 6 of wear of the adc freestyle libre sensor. The customer described infection like symptoms at the insertion site and was prescribed an over-the-counter combined antibiotic/ steroid in italy, gentalyn beta, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacture date has been updated based on product download.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor puck and plug (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch; no issues observed. The adhesive was returned. The sensor applicator and sharp have not been returned. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specifications. The device history record (DHR) verified that the unit passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
A customer reported skin irritation on day 6 of wear of the adc freestyle libre sensor. The customer described infection like symptoms at the insertion site and was prescribed an over-the-counter combined antibiotic/ steroid in (B)(6), gentalyn beta, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported skin irritation on day 6 of wear of the adc freestyle libre sensor. The customer described infection like symptoms at the insertion site and was prescribed an over-the-counter combined antibiotic/ steroid in (B)(6) gentalyn beta, for treatment. There was no report of death or permanent injury associated with this event.